Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reported low blood glucose symptoms with results of 7.2 mmol/l and 6.5 mmol/l obtained on the aviva system. Customer tested 2.1 mmol/l within 10 minutes on the aviva system. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent. Requested return of suspect device.